Event description:
Pt with a total knee implant developed an infection. Revision surgery occurred to exchange the tibial poly inserts.

Manufacturer narrative:
Patient with a total knee implant developed an infection. Revision surgery occurred to exchange the tibial poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.